Manufacturer narrative:
Motion interrupt pan.

Event description:
It was reported by service report that the motion interrupt pan is not able to screw in properly. No pt involvement or adverse consequences are reported.